Event description:
The customer reported the ventilator would not power up and displayed a vent inop. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. The manufacturers field service engineer (fse) was unable to duplicate the reported problem. The fse verified the reported vent inop in device diagnostic history. The fse reported the vent inop cleared when entering diagnostic mode. The fse reported the ventilator passed testing during service evaluation. Applicable final testing was completed per operating specifications and passed.